Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was dried blood was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance issue. This lead was never in service and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance issue. This lead was never in service and a new lead was placed. No adverse patient effects were reported.